Event description:
It was reported that the rotawire broke and was snared to remove. Vascular access was obtained via anterior tibial (at) artery. A peripheral rotawire guidewire was selected for use. During the procedure, the rotawire was used for successful atherectomy of the at artery and superficial femoral artery (sfa), and was then used as a rail to balloon the at artery. When removing the balloon, the non-bsc sheath came out of the access point out of the body. When trying to reinsert the sheath over the rotawire, the sheath was unable to advance. The rotawire was manipulated several times. It was pulled back, looped, and kinked on itself. The rotawire broke in half inside the patient body. Contralateral access was obtained in the left common femoral artery (cfa). A snare was successfully used to remove the remaining rotawire inside the patient body. The procedure was completed with a different device. There was no harm to the patient.

Manufacturer narrative:
Device evaluated by manufacturer: unit was returned and the guidewire is severely kinked. A portion of the distal end including the spring tip was not returned since the guidewire is fractured. Guidewire fracture confirmed. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification. Overall length and o.d. Distal measurements could not be performed due to device condition (fractured). The o.d. Medium and o.d. Proximal were found within specification.

Event description:
It was reported that the rotawire broke and was snared to remove. Vascular access was obtained via anterior tibial (at) artery. A peripheral rotawire guidewire was selected for use. During the procedure, the rotawire was used for successful atherectomy of the at artery and superficial femoral artery (sfa), and was then used as a rail to balloon the at artery. When removing the balloon, the sheath came out of the access point out of the body. When trying to reinsert the sheath over the rotawire, the sheath was unable to advance. The wire was manipulated several times. It was pulled back, looped, and kinked on itself, finally snapping in half inside the patient's body. Contralateral access was obtained in the left common femoral artery (cfa). A snare was successfully used to remove the remaining wire inside the patient's body. The procedure was completed with a different device. There was no harm to the patient.